Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient in cardiac arrest, the device illuminated for a few seconds and then shocked the patient at 120 joules. However, further attempts to shock the patient were unsuccessful. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired, however, it was not a result of the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and the hv module was replaced to resolve the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.